Event description:
Patient was revised to address poly wear and loosening of the glenoid.

Manufacturer narrative:
**03/28/2013 re-opened due to receiving product. A depuy (B)(4) material research scientist microscopically found evidence suggesting the poly component was eccentric loaded causing the wear, the loosening could not be confirmed. The x-rays were not returned. Review of the as400 found 25 pieces were released into distribution on october 17, 2009. Review of the as400 system show that 24 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient presented an irreparable rotator cuff and loose glenoid component. The glenoid component showed uneven wear on the inferior surface. The components were removed and replaced with a reverse shoulder. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.